Event description:
During the procedure, while advancing an orbit galaxy (640cf0925/15814462) in an unspecified prowler select plus (catalog and lot unknown), the delivery tube of the orbit galaxy was damaged and separated in two pieces within the microcatheter. The report did not indicate when and where on the delivery tube the separation occurred. It hasn¿t verified, but according to the physician, during that time, she might have applied some torque to the delivery tube or put excessive force to push the coil. Therefore both the entire orbit galaxy and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (640cf0925, lot unknown) which made it all the way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolization of internal iliac artery prior to stent grafting.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15814462 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus (catalog and lot unknown); new coil (640cf0925, lot unknown).

Manufacturer narrative:
During the procedure, while advancing an orbit galaxy (640cf0925/15814462) in an unspecified prowler select plus (catalog and lot unknown), the delivery tube of the orbit galaxy was damaged and separated in two pieces within the microcatheter. The report did not indicate when and where on the delivery tube the separation occurred. It hasn¿t verified, but according to the physician, during that time, she might have applied some torque to the delivery tube or put excessive force to push the coil. Therefore both the entire orbit galaxy and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (640cf0925, lot unknown) which made it all the way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The procedure was coil embolization of internal iliac artery prior to stent grafting. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 9 x 25 was received coiled inside of the coil dispenser inside of a plastic bag. The hypotube was inspected and it was found broken and several kinks were noted on it. The introducer was found unzipped without damage. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper, embolic coil, and hypotube were inspected under microscope and the following were found; the gripper was found without damage while the embolic coil was found stretched, and the edges of the broken section of the hypotube appear as if it was kinked before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported separation of the delivery tube was confirmed with analysis of the returned device. Based on the analysis the damages found on the device appear to have been caused by applying excessive force on the device; however, the exact cause cannot be conclusively determined by analysis. The findings of the analysis are consistent with the report that during procedural use there may have been application of torque or excessive force on the device during advancement. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. With review of the analysis, the device history records and reported information there is no indication of any manufacturing issues related to the reported event or damages found on the device. Additionally, inspections are in place to prevent this type of damage from leaving the facility. Procedural manipulation of the device appears to have caused the event. Therefore, no corrective action will be taken.